Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported that the gas inlet port of an rd900aeu neopuff infant resuscitator was cracked. There was no reported patient consequence.

Event description:
A healthcare facility in united kingdom reported that the gas inlet port of an rd900aeu neopuff infant resuscitator was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Method: the subject rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in the united kingdom, where it was inspected by a trained f&p service technician. Our investigation is based on the information and photography provided by the f&p service technician, information provided by the healthcare facility, and our knowledge of the product. Result: visual inspection of the provided photos confirmed that the gas inlet port was cracked. Conclusion: based on the visual inspection of the provided photography, and our knowledge of the product, it is most likely that the reported event resulted due to physical impact or mechanical stress. As part of our manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".